Event description:
Pt fell resulting in loosening of tibial component and subsequent revision.

Manufacturer narrative:
Engineering eval of the returned tibial insert noted that the male mushroom was deformed consistent with proper seating of the device. The articular surface is pitted with two pieces of bone cement present on the left side.